Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and no failures were observed. The device passed all testing. The single board computer printed circuit board replaced as a precaution. The reported malfunction could not be duplicated.

Event description:
It was reported that during patient use a ventilator display froze. There was no patient harm/injury reported as a result of this event.